Event description:
Edwards learned that a pericardial valve required valve-in-valve intervention due to moderate central aortic insufficiency secondary to leaflet degeneration and calcification. Both devices remain implanted. Patient was reported as stable with no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.